Manufacturer narrative:
Result: cable--head end sensor coil cable had to be replaced.

Event description:
It was reported in a service report that the head end of the bed would not go up or down. No pt involvement or adverse consequences were reported.